Event description:
It was reported that while the customer was attempting to fill the tubing, insulin began leaking from the cartridge septum. Customer successfully loaded a new cartridge and resumed insulin delivery. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.